Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: none. It was reported that the vision stent delivery system (sds) was advanced to the lesion and inflated to deploy the stent. However, after deployment the stent could not be seen in the vessel. An unk embolic protection filter was being used and was removed, but no stent was found in the embolic protection filter wire. Angiography and intravascular ultra sound (ivus) were both performed, but the stent implant could not be found. The backtable and all packaging including the mandrel wire and the protective sheath were all examined and no stent could be found anywhere. The tech who prepped the device could not recall seeing the stent on the sds. Another stent was deployed without an issue. Reportedly, there was no adverse pt effect. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was reported. A review of the device history record is forthcoming. A f/u will be submitted with any relevant info.